Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had the front panel light go out every minute. The issue occurred during the therapeutic laparoscopic procedure. The device was replaced with another identical product and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not identified. However, it is likely that the air supply operation stopped while the alarm sound when detecting the abnormality of the pressure sensor on the main circuit board. Olympus will continue to monitor field performance for this device.